Event description:
It was reported that, "the pt had an infection so the doctor revised."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital. Additional info has been requested and if received will be provided in a supplemental report.